Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 05/22/2025. An investigation was conducted on 06/03/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method . The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000468303 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during ligation of branches of a saphenous vein, vasoview hemopro 2 cautery stopped. No patient injury noted. Minimal delay in case to open a new kit. Visualization was not compromised, no notable characteristics about the tunnel. Unknown if pre-cautery test was performed. Unknown how long it took device to time out. Unknown if the polyfuse was in effect. Extension cable and adapter are new within the last year. Power setting of power supply on 3. No issue with the jaws noted. End users have been educated and are aware of the IFU and the safety feature of the device. End users refuse to continue use of the device once cautery stops. They continued the case using a new device. No trouble shooting steps were taken.